Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The patient had restricted leaflets with a scallop at the p3/p2 interface. A mitraclip nt was advanced and the leaflet were successfully grasped; however, post-deployment the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician stated the slda was caused by the scallop between p3 and p2. Two additional nt clips were placed on each side of the slda, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.